Event description:
A malfunction alarm occurred with the pump, which required troubleshooting with tandem's technical support. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.